Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 55811015545 and 510k# k122433 and UDI# (B)(4) is approved for sale in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at t12-l2 due to l1 burst fracture. Post-op, a screw at left side of l2 broke. As solid fusion and fixation of l1 burst fracture was achieved, the revision surgery was conducted, in which the broken screw was also removed. This broken screw was not replaced with a new one as fusion was already achieved. No fragment of the broken product remained inside the patient. No patient complications were reported after the revision surgery.

Manufacturer narrative:
Product analysis: optical examination revealed severe secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed convex striations and ratchet marks. The convex striations are almost all the way through the fracture surface. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.